Manufacturer narrative:
Failure analysis confirmed that the insulin pump had intermittent button response due to moisture damage on keypad trace. No button error alarms occurred. There was no trace of moisture damage found on the electronic/motor assembly. The insulin pump was returned with missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 172 mg/dl at the time of the call. The customer stated the insulin pump was exposed to perspiration. She received a button error alarm, after the moisture exposure. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.